Event description:
It was reported that the patient was not feeling great when presented in the clinic. Upon interrogation, the device exhibited inappropriately mode switching due to far r-wave oversensing. Programming changes were made. Patient is stable.